Event description:
Plaintiff reports initial bilateral implantation 5/30/75. Plaintiff alleges various illnesses including, but not limited to, physical pain, impairment, and suffering. Plaintiff's 2 minor children have also alleged illnesses due to mother's implants.